Event description:
A broken drill bit was identified on (B)(6) 2015, through an x-ray examination. The x-rays were taken during a f/u visit regarding a sign im nail implant surgery to repair a fractured right femur.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the broken drill bit is undetermined. The clinical data was reviewed by a sign orthopedic surgeon. The broken drill bit was left in place. There was no reported injury to the pt due to this event. The implant surgery was completed with no further issues. The broken drill bit presents no risk of injury or death for this pt. Sign fracture care international will continue to monitor these events as part of our post market activities.